Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there is a ball bearing in the packaging. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The packaging is dirty and inside there is a ball bearing. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur if during a repair or before cleaning the equipment parts were run to test the equipment inducing this escape. A device history review was completed for provided material number 309653, lot number 1056577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe packaging. The following information was provided by the initial reporter: "foreign material in packaging (ball bearing)".